Manufacturer narrative:
(B)(4)

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication (unknown concentration and dose) via an implantable pump. The pump's indications for use (ifus) were noted as failed back surgery syndrome and spinal pain. The patient reported that the pump had been empty for at least 2 years and was still beeping. She stated that the pump was still in her stomach, but she needed to have it taken out and requested help finding a surgeon to remove it. She state that she had not been with her previous healthcare professional for at least 2 years. No symptoms were reported. Follow-up was conducted for the date the patient started hearing the alarm, the name, concentration, and daily dose of the medication in the pump at the time of the event, the circumstances that led to the pump being empty, related symptoms, and steps taken to resolve the event. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the patient. The patient stated that she started hearing the empty pump alarm approximately 3 years before. She stated that the pump initially contained morphine which she told her healthcare professional (hcp) that she was allergic to. She reported that she was sick for 3 months. Then, the hcp put fentanyl in the pump. She stated that she got sick, the hcp emptied the pump and it had been empty for 3 months. The patient reported that she did not like the pump at all. She stated that she got violently sick in relation to the empty pump. She also noted that the hcp removed the medication and that was the end. She also stated that on the last day she saw the hcp, he gave her 2 duragesics, which were 100 mg patches.